Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a bilateral hip scope, a super multivac 50's metal on the tip of the wand fell off. The piece was retrieved out of the patients hip with a grasper. The procedure was successfully completed without significant delay using a back-up device. No patient other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The wand and suction cable are cut and the electrode is detached. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to tubing and wand cable being cut and removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.